Event description:
Customer reported that the keypad on the insulin pump became unresponsive after pressing the act button when attempting to deliver a bolus. The blood glucose reading was 290 mg/dl. He could not recall any significant events leading to this keypad issue. Customer stated that he had treated the high blood glucose with manual injection. No troubleshooting could be done due to the keypad issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.